Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 9 months after the dental implant was placed, in ada #site 14 of the patients's mouth, non-osseointegration was observed. The patient presented with bone quality type ii as well as pain and mobility and also smokes. The implant surface was not completely covered with bone.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 9 months after the dental implant was placed, in (B)(6) #site 14 of the patients's mouth, non-osseointegration was observed. The patient presented with bone quality type ii as well as pain and mobility and also smokes. The implant surface was not completely covered with bone.